Event description:
It was reported that pump screen was dark and would not turn on, with caller declining to share whether blood glucose was affected. No additional information was received regarding the impact to the customer¿s blood glucose level. Customer, guided by technical support, attempted multiple button presses with pump both in and out of case, tried charging with known working supplies, and observed red light and repeated vibrations without success, so pump remained nonfunctional and was scheduled for replacement under warranty. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode before return, and was advised on programming settings, reconnecting continuous glucose monitor, selecting correct setup option on replacement pump, and returning problematic pump using prepaid label, which customer understood and acknowledged.